Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope lens was fogging. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. But the reprocessing steps completed at the site were not provided. The customer did not know what the foreign material was. The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the foreign object found inside the nozzle, additional findings are as follows: the objective lens had discoloration. Due to dirt on the objective lens, there was a lack of image on the monitor. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. Due to the clogging of the nozzle, the air supply volume did not meet the standard value. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. Switch 1 had a scratch. The plastic distal end cover had a scratch. The connecting tube had a scratch. The scope cover unit had a scratch. The scope connector had a scratch. The universal cord had a scratch. The grip had a scratch. The scope-cover plate was unclear. The scope cover had a scratch. The switch box had a scratch. The scope cylinder was shaved. The forceps elevator lever had a scratch. The forceps elevator knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had discoloration and a scratch. The electrical connector had discoloration due to water leakage.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.